Event description:
Information received indicates, the head section would not rise while raising the bed hi/low with weight on the surface.

Manufacturer narrative:
The technician found debris in the manifold hydraulic fluid causing the hydraulic system to malfunction. The technician replaced the hydraulic manifold to repair the bed.